Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 15mg/ml at 1mg/day. It was reported that, sometime after a pump replacement in (B)(6) 2022, the patient began to complain of increased pain and ultimately experienced what was thought to be withdrawal from their intrathecal delivery. A loss of symptom relief and withdrawal symptoms were also noted. A catheter access port (cap) study was attempted and, although it was possible to evacuate the catheter, it was very difficult to withdraw fluid through the cap. It was determined that a new catheter was needed. The physician placed a completely new catheter and tied off the old catheter in the pump pocket. Good backflow from the new catheter was noted at every juncture of the surgery. No backflow was seen from the old catheter. The patient's new dose was decreased by 78% to 1mg/day, in addition to 8mg/day of baclofen. In reference to environmental, external, or patient factors that may have led or contributed to the issue, it was noted that a pump "change" was done in (B)(6) 2022. In reference to diagnostics/troubleshooting performed, the catheter access port (cap) study and dose adjustments were noted. At the time of the report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient's medical history was asked but was unknown. In reference to other medications that the patient was taking at the time of the event, there were none pertaining to pain.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2009 product type catheter . Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 24-mar-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# (B)(6) implanted: (B)(6) 2009: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the catheter revision did seem to fix the issues the patient was dealing with.